Event description:
The patient contacted animas alleging there was no power to the pump. At the time of troubleshooting, the patient confirmed there was no visible damage to the pump's casing or battery cap. The patient confirmed the pump's battery was replaced; however, the alleged power issue remained unresolved. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.